Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump had button error alarm, unexplained no delivery alarm and diminished battery life. Customer reported that the insulin pump sudden power down without low battery warning, no low reservoir warning and squirts insulin while priming. Customer reported that the insulin pump button was stuck or non responsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify unexpected battery power loss anomaly, charge or battery lasts less than expected anomaly, low reservoir alarm and motor error alarm due to buttons not responding. Motor passed motor test.